Event description:
The patient stated that about four to six weeks after implant, they began having chest paines. The patient went to the cardiologist and they did na angiogram that showed all five stents were 100% blocked. Blood was not going to the heart. They decided to do no emergency quadruple bypass surgery. The patient had many complications. The patient blacked out and required seventy pints of blood. After their chest had to be re-opened twice because of the blood clots. Also, the kidneys went into renal shut down.